Manufacturer narrative:
An isi field service engineer (fse) spoke with the customer on the phone, after restarting the system and the error on the handlebar cleared. The customer was able to drive the psc as normal.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, an error messaged occurred in relation to the drive handlebar when the customer went to dock the patient side cart (psc). As a result, the system could not be moved and the surgeon made the decision to convert the case to open surgery procedure as he did not want to do an additional reboot of the system. The patient tolerated the conversion well. There were no reports of post-operative complications. After the procedure was completed, the site's robotics coordinator spoke with the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse recommended that the staff verify that the psc was not pushed against the wall. The staff found the psc handlebar pushed against the wall. The staff moved the psc away from the wall, but the handlebar message persisted. The tse recommended a power cycle of the system which cleared the error.